Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2013 due to recurrence and sui. It was reported that the patient underwent mesh revision on (B)(6) 2014 due to dyspareunia. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent mesh implantion due to vaginal vault eversion. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, organ perforation, bleeding, recurrence, dyspareunia and vaginal scarring. It was reported that patient experienced exposed mesh and underwent mesh revision on (B)(6) 2011. No additional information was provided. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent revision and partial excision of posterior vaginal wall mesh on (B)(6) 2015 by (B)(6).

Event description:
It was reported that the patient underwent revision and partial excision of posterior vaginal wall mesh on (B)(6) 2015 by (B)(6).